Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, alleged red rash was confirmed on the patient's forehead where the sensor had been placed. A skin doctor diagnosed suspicion of a burnt.